Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had her recycle the machine. The tsr informed the hp that they would have to start over using new supplies. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy and starting over with new supplies. The cause of alarm remained unknown. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp does use a patient and drain line extension. She said that she does prime all lines before starting. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.